Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 20 months, oversensing was reported during a routine follow-up. Also impedance values were reported to be less than 200 ohm. The lead remained implanted at that time and the patient will be monitored closely.